Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single plate lens in 2009. Lens was torn during insertion into the eye. Lens was removed, incision was enlarged and two sutures were required. No pt injury. The surgeon attempted to implant a second lens that also was torn during insertion. On third attempt, lens was implanted. Not a staar lens. The reporter stated the lens was damaged due to loading error. See MFR report# 2023826-2009-00752 for other lens.

Manufacturer narrative:
Evaluation: results - visual inspection of the returned product found lens torn in half lengthwise and half is missing. There was evidence of clear surgical residue.